Event description:
Procedure: lap chole. According to the reporter: the bag broke while the gall bladder was being removed. A small piece of plastic broke off the device, fell in patient cavity but was retrieved. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment was left in the patient. Patient is currently in recovery and in stable condition. Product was discarded and will not be returned. Reporter had no further information.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/10/2015..